Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿poor air supply¿ was confirmed. The following findings were also noted during device evaluation: due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of specifications, due to clogging of nozzle, water supply volume does not meet specifications, due to clogging of nozzle, water removal ability does not meet specifications, scratches found throughout the device, plug unit has discoloration, scope-connector is dirty due to water leakage, and suction cylinder is shaved. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer noted there was no delay in the start of precleaning of the equipment after use. The customer noted there were no abnormalities with the accessories used for reprocessing. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that it was unknown if the facility flush air/water nozzle with detergent solution. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. The cause of the foreign material remaining in the device from the obtained information could not be specified. A device history review revealed the DHR of the subject device and confirmed that the device was shipped in accordance with specifications. It was confirmed that there was no non-conformity of the device during manufacturing. As a result of confirming instruction manual and product labeling, the instruction manual gif-1200n describes how to detect the suggested event in chapter 3 preparation and inspection. The instruction manual gif-1200n reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had poor air supply during investigation. The device was returned for evaluation. Air/water supply during inspection when button is pressed, the low air volume and water flow. During the device evaluation, the following reportable malfunction was found, nozzle has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.